Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it had a difficulty in rotating the rotate knob. Besides, the clip was unformed at the fourth and the fifth firing when the device was fired on the cystic duct. All other clips of the device were formed properly when the device was fired on the tissue and without tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.